Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device¿s sleep/wake button became unresponsive, with no vibration feedback, although the device could be awakened on the charger and remained connected to the mobile app for glucose monitoring; the issue was consistent with a key or button not working and involved the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, review and analysis of user-provided information, and assessment of the evidence submitted. Investigation of this case revealed an electrical problem associated with an unresponsive key or button, traced to the switch component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure.